Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and a calibration issue. The customer experienced three low blood glucose events blood glucose was below 50 mg/dl and the insulin pump did not do threshold suspend. Customer treated low blood glucose with food and declined to trouble shoot for low blood glucose. The auto mode on the insulin pump was/was not active and was not automatically adjusting insulin delivery during the event. Troubleshooting found that the customer was unable to enter auto basal. Customer unable to calibrate. Advised to turn off auto mode for up to 6 hours and, depending on health care professional instructions, consider reverting to using suspend before/on low feature. The insulin pump will not be returned for analysis.